Event description:
Information received by medtronic indicated that the customer had reported air bubbles in the insulin reservoir and tubing.  Customer tap reservoir to gather small bubbles into a large one and slowly push on the plunger of the reservoir to remove air bubbles. Air bubbles were not removed successfully. No harm requiring medical intervention was reported. The troubleshooting was performed but air bubbles were not removed successfully. The customer continued to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.